Manufacturer narrative:
(B)(4). The microsensor was evaluated by the supplier. A review of manufacturing records found that the device met all manufacturing and quality records prior to distribution. There was no visible damage to the sensor or connector. There were several bends and kinks along the catheter body. The device passed electronic noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Insertion of icpm. On sunday (B)(6) 2016 surgeon was performing an insertion of icpm. When it was time to zero the microsensor the surgeon said he received a reading -99. The surgeon felt that there was an issue with the microsensor or grey cable. He removed the microsensor from the patient and replaced this with a new microsensor with a different grey cable and icp express monitor which appeared to be working correctly.